Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, there was a continuous glucose monitoring (cgm) inaccuracy compared to blood glucose (bg) meter that occurred. The sensor was inserted on the upper buttocks, on (B)(6) 2016. No additional event or patient information is available. The transmitter was returned for evaluation. An external visual inspection was performed and passed. A global transmitter functional test was performed and the transmitter failed. The reported inaccuracy could not be confirmed because a transmitter cannot confirm inaccurate cgm values. The receiver data log was reviewed on 11/28/2016. The complaint of inaccurate cgm values was confirmed based on the data. A root cause could not be determined.